Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0vzh6, implanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va0vzh6, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had a cranial incision infection; staphylococcus epidermidis. There were no unusual or discernible potentially relevant factors noted. No device diagnostics were required or performed. The event date of (B)(6) 2016 was approximate. The system was explanted and the issue was resolved. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.